Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose level was unknown. The customer reported that she has started having issues with the center button has to push it several times for it to respond. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had intermittent button presses. During visual inspection, flex connector not completely plugged in. No damage to the keypad assembly noted. Device passed displacement test. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.